Event description:
In january 2003 the pt reportedly was unable to hear while using the sound processor. In 2003, the pt was seen at the implant center for device evaluation. External hardware was exchanged. Further testing confirmed that the device was no longer functioning. Surgery to remove the device was scheduled. The pt was reimplanted with clarion device.